Event description:
Surgeon performed a revision on pt as a result of post-op dislocation.

Manufacturer narrative:
Subluxation was reported to have occurred because an inadequate amount of material was reamed during the procedure to enable the implant to seat properly. Device was revised; surgeon created a larger cavity, and placed another implant into pt.